Event description:
On (B)(6) 2010, the pt was implanted with one gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm located at the aortic arch. It was reported that prior to the tag implantation, a debranching surgery was performed from the ascending aorta to the brachiocephalic, left common carotid, and left subclavian arteries using vascular grafts. It was also reported that the pt had extreme thrombus from the aortic arch to proximal side of the descending aorta. No adverse event was identified at the final angiogram. After the procedure on the same day, the pt experienced a cerebral infarction. The physician treated it with administration. Detail of the medication was not reported. On (B)(6) 2010, the pt was discharged. It was reported that the cerebral infarction remained. Subsequent follow-up revealed that the cerebral infarction remained. The administration continued. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.